Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon was putting clips on cystic duct. The first clip formed correctly but the next several clips were malformed. The surgeon removed the device from the patient and fired the device several times to remove any bad clips. The surgeon put the device back into the patient and had several clips work but then the clips begin to not form correctly. There were no patient consequences. Case completed with another device of the same product code.